Event description:
Note: date of event is unknown. In 2008, a boston scientific employee became aware of a clinical study article, "wallflex colonic stent placement for management of malignant colonic obstruction: a prospective study at two centers", published in gastrointestinal endoscopy 67:2008, pp77-84 (see attached). The study evaluated the effectiveness and safety of the wallflex stent in treating malignant colon obstruction. The following information was derived from this article: according to the complainant, there was a problem positioning and placing the stent.

Manufacturer narrative:
The model and lot numbers are unknown; consequently, the manufacture and expiration dates are unknown. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.